Event description:
On (B)(6) 2012, customer reported that the dxh 800 instrument generated an "unable to move cassette out of mix station" message and there was a bloody diluent spill on the specimen transport module (stm). Customer stated that the volume of the leak was less than 5 cc's, and it was contained inside the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the nucleated red blood cell (nrbc) mix chamber was not draining normally and overflowed. Fse replaced the nrbc mix chamber and solenoid 220. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
Evaluation: results: fse replaced the nrbc mixing chamber. (B)(4).